Event description:
The customer's mother reported via phone call that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was over 600 mg/dl at the time of the incident. Customer's mother stated that the customer was asleep when they received the alarm during basal delivery. Customer's mother stated that the customer uses the sensor feature on the pump. It was explained that a false motor error may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer's mother stated that they are unable to complete the rewind sequence. Customer's mother was advised that the pump will need to be replaced. Customer's mother was also advised to discontinue use of the device and revert to a back-up plan. Customer's mother mentioned that the customer was already disconnected from the insulin pump and is on manual injections.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.